Event description:
It was reported that the pump was explanted due to infection, (B)(6). Patient experienced fever and wound drainage, was hospitalized for the same. Patient was started on IV vancomycin for 10 weeks. Patient outcome was also noted as serious injury/illness ongoing. Drug delivered via the device was morphine. A follow-up report will be sent if further information becomes available.

Manufacturer narrative:
Catheter model: 8709sc, serial #: (B)(4), implanted: (B)(6) 2011, explanted: unk; personal therapy programmer model: 8835, serial #: (B)(4). Final analysis of the drug revealed no anomaly, normal device function.